Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. A piece of plastic came off the hemopro into the tunnel. It was white plastic and looks like it just shaved off from the device. Hospital was able to retrieve it out of the leg endoscopically. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws. Charred tissues were also evident on the tool jaws. The silicone insulation on the jaws appeared intact with no sign of crack nor peeling. Strips of white plastic were returned in a container for evaluation. The strips of white plastic were taken out of the container for inspection. Under microscopy, the strips of white plastic appeared like shavings from the inner tunnel of the cannula. Based on the returned condition of the device and the results of the evaluation, the reported failure peeled was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. A piece of plastic came off the hemopro into the tunnel. It was white plastic and looks like it just shaved off from the device. Hospital was able to retrieve it out of the leg endoscopically. A replacement device was used to complete the procedure. The hospital did not report any patient effects.